Event description:
It was reported that the patient came in for a routine device check. The right ventricular lead was found to have high impedance, high threshold, a possible fracture and impending insulation failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: addr01, ipg, implanted: (B)(6) 2011. (B)(4).